Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue, the pull tab is missing on the panel side a access window zipper. Also, no panel side b the zipper slider body is open on the pt access window. Both window a and b has a one inch tear in the window netting. Panel side c left leg cover has the elastic torn. (B)(4).

Event description:
Customer reported the pull tabs are missing from the zippers located at the head and foot access panels. Customer reported the damage was found during set up but did not provide the date when found. No pt incident or injury was reported.